Event description:
Additional information received reported that the device was not working for an unknown reason and the device was not ¿correcting the problem.¿ it was noted that the device was explanted on 2013-(B)(6). Signs and symptoms associated with the event included no relief of symptoms. The patient did not require hospitalization and the patient outcome was noted as no injury.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device never helped the patient since implant. The patient needed the device removed due to needing an MRI of her back that was unrelated to the interstim. If additional information is received, a follow up report will be sent. See also manufacturer¿s report # 3007566237-2013-03000.

Manufacturer narrative:
Product ID 3023, (B)(4).